Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ nexiva single port safety device there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: DHR: a total of 154,570 were manufactured and packaged on nfa line 2 from 12may18 through 14may18. A non-related qn (200748906- damaged trays (pkg.). 5 non-related td¿s were in place during the production of the lot number. Td 2018-16 (registration-label pkg. Inspection). Td 2018-20 (inspection for ¿hot peel¿ pkg.). Td 2018-21 (exception for damage on bottom of canister). Td 2018-22 (usage of manual scale-pkg.). Td 2018-23 (adhesive gripper cleaning). Received a 24ga nexiva unit within an open package from lot number 8037528. All the units¿ components were intact.c conclusion(s): no physical ¿mechanical damage was observed on the catheter tubing and the tip was acceptable per specification. The catheter tubing revealed traces of lube (non-foreign) material (which is part of the manufacturing process-tipping). No foreign material or plastic was observed on the unit. The photos provided by the customer revealed similar findings). The non-foreign matter (lube) observed in this investigation for this incident was introduced to the unit during the manufacturing process and would not affect fit, form or function of the product. No physical ¿mechanical damage was observed on the catheter tubing and the tip was acceptable per specification.

Event description:
It was reported with the use of the bd¿ nexiva single port safety device there was an issue with foreign matter. There was no report of injury or medical intervention.